Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2022 for infection. Approximately 167 days after the first surgery. The surgeon explanted 2 locking screw, 1 humeral cup 135/145° ø36+3, 1 centered glenosphere, 1 glenoid baseplate, 1 stem and 2 cotical screw. The surgeon implanted 1 centered glenosphere with screw ø36mm, 1 glenoid baseplate, 1 humelock stem ii size 8, 1 standard screw, 2 locking screw and 2 cortical screw.